Event description:
It was reported that the patient underwent a posterior spinal surgery at l3-5. It was reported that the patient underwent a revision surgery to remove the hardware due to pain. One of the bone screws broke off in the pedicle during removal. The portion in the pedicle was not able to be retrieved. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.